Manufacturer narrative:
One new primary plum set for inspection was received for inspection. Visual and functional testing was carried out. Upon visual inspection no damage or anomalies noted. The set was leak tested per specifications and no leakage was observed. Upon functional testing the filter vent was hydrostatic leak tested per spc0011500 with the vent cap open. No leakage was observed. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. The complaint of a leakage cannot be replicated or confirmed, and the probable root cause is unable to be determined. D9 - date returned to mfg.:12/1/2025.

Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received. Used device was discarded and an unused device from same lot will be returned for evaluation. Additional contact information (B)(6).

Event description:
An event occurred on an unspecified date in (B)(6) 2025 involving a primary plum set, ball check valve in sight chamber, 15 micron filter, clave secondary port, polyethylene lined light resistant tubing, distal microbore tubing, clave y-site, secure lock, 264 cm reported that, trastuzumab leakage was detected from the air filter vent. There was patient involvement and no harm/adverse event reported.